Manufacturer narrative:
Review of the product history records indicates that products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Notice received from patient's attorney alleges that patient had a stryker hip prosthesis revision. Updated per medical review: "on (B)(6) 2014 a revision of the left acetabulum was performed for a diagnosis of "instability left total hip". The operative report describes spinal anesthesia and a posterolateral approach. The operative report notes, "head removed, neck a little bit of metallosis, cleaned with a sponge, liner was snapped out; both implants were very secure. "Uncomplicated surgery was described."